Event description:
It was reported that this lead did not operate as intended during the procedure. The lead was thus not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.

Event description:
It was reported that this lead did not operate as intended during the procedure. The lead was thus not used. No adverse patient effects were reported. Should the lead be returned this investigation will be updated.